Event description:
As reported, there was a kink on the atw guidewire. This was noticed prior to use. The product was returned for evaluation and analysis revealed that a stretched condition was detected at 2.5cm from distal end. As per the affiliate, the product looked normal when taken from its packaging. The device was secure in the packaging. There was no mishandling of the device when taken from its packaging. The stretched condition was not noticed when inspected.

Manufacturer narrative:
As reported, there was a kink on the atw guidewire. This was noticed prior to use. The product was returned for evaluation and analysis revealed that a stretched condition was detected at 2.5cm from distal end. As per the affiliate, the product looked normal when taken from its packaging. The device was secure in the packaging. There was no mishandling of the device when taken from its packaging. The stretched condition was not noticed when inspected. One non-sterile sgw atw .014 str floppy 195cm was received coiled into a plastic bag. The coil tip was analyzed visually. The coil tip kinked condition at 0.8 mm from distal end was confirmed, and a stretched condition was detected at 2.5cm from distal end. Device history record review could not be performed since the lot number is unknown. The complaint reported by the customer as "guidewire - kinked/bent-prior to use" was confirmed during analysis; however, the root cause of kinked and stretched condition could not be conclusively determined. Device handling during removal from the packaging may have contributed to the complaint. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported; therefore, no corrective action will be taken at this time.